Event description:
A materials supply tech was opening bulk boxes of supplies, including IV starter kit. This particular sealed case had many dead insects on top of the product inside the case. The entire case was brought to the supervisor to report the issue.